Event description:
It is reported that a revision surgery occurred due to loosening.

Manufacturer narrative:
Evaluation summary: the x-rays that were provided for review depict slight radiolucency on the medial side of the tibia directly below the tibial component and along the stem as well as significant lucency on the lateral side. The cause of the tibial component loosening can not be definitely determined based on the available information. As returned, the tibial component appears clean of any pmma precoat indicating that the precoat had fully incorporated with the bone cement. Device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late. This device is not sold in the u.s.